Event description:
The customer reported that a "housing hot" error message displayed and will not clear.

Manufacturer narrative:
(B) (4). The ge service rep replaced the temp sensor. The system is now operating as intended.